Manufacturer narrative:
(B)(4).

Event description:
It was reported during the patient's visit, the lv lead exhibited loss of capture at high amplitudes. The patient's condition was reportedly good. No further information was available.